Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that a green image was caused by a broken r-unit. However, a conclusive root cause could not be determined. In addition, service found that the light guide fiber composite at the distal end was damaged and there was a cut in the grey protective sleeve of the cable unit. It is likely that these issues were caused by improper handling by the user. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device displayed an image with colors. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that a green image was displayed. This report is being submitted for the malfunction found during device evaluation (green image).